Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced seven infusion set fell off during use event on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. No further information available.